Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 38mg/dl at the time of the incident. The customer reported that she had a severe low on saturday night of 38mg/dl and she's not sure why. Patient's current blood glucose was 175 mg/dl. Patient had treated with food. The drive support cap appeared normal (slightly indented). Previously blood glucose was 184 mg/dl, 53 mg/dl, 38 mg/dl and 66mg/dl. Customer ate a hard candy and her husband gave her orange juice. The insulin pump will not be returned for analysis.